Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 403 mg/dl. Customer was experienced symptoms like nausea and vomiting. The customer was treated with manual shots and manual boluses. The customer also stated that they did allege insulin pump was under delivering. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.